Manufacturer narrative:
Conmed corporation received 4 "unopened" packages containing the 1/4" x 12' suction tubing for evaluation. Visual examination of the returned packages found 2 packages failing this visual inspection with no adhesive transfer, occurring in the final manufacturing seal. The 4 devices were transferred to packaging lab for evaluation. The 4 devices were dye tested and 2 of the 4 devices were confirmed as unsterile failing the dye leak testing on (B)(6) 2016. This failure mode is addressed in the risk document. This lot was manufactured on 19-nov-2015. Of the lot containing (B)(4) pieces this is the only reported seal issue. A review of the device history record for this lot found no ncrs and no note of discrepancies during the manufacturing process. A 2 year review of product history for this device family showed a total of 25 complaints involving 64 devices including this complaint regarding insufficient heat seals. During this same 2 year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. This information has been forwarded to the investigation owner. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, 4 packages containing 1/4" x 12' suction tubing was discovered with "insufficient heat seal." There was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.